Event description:
It was reported that during a gastrectomy procedure, tissue pad bent. Error code was unknown. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
Information not available, device not returned for analysis.